Event description:
A medtronic representative reported that after taking a 3-d spin during a lumbar fusion, they noted 2 cm inaccuracy. The surgeon originally stated that the spine reference frame was not bumped. They took 3 spins and each time were approximately 2 cm inaccurate in the same direction (direction not known). The surgeon decided to discontinued the use of the navigation device to complete the procedure. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic representative, at the site, set up sawbones, took an o-arm spin and reported that everything tested accurately. At this time, the surgeon agreed that the frame was bumped. No files have been received by the MFR for evaluation.